Manufacturer narrative:
Additional information: evaluation summary post market vigilance led an evaluation of one device. The visual inspection of the returned product noted the unit had disrupted timing. The handle was actuated and the reaming tacks deployed but seated improperly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate .if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tap transabdominal preperitoneal procedure, the next tack has came out a little from the shaft tip after firing. The procedure was completed with another device. The status of the patient no problem.